Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 23779 were returned and analyzed. Case ID (B)(4) showed at least 30 applications were performed with catheter afapro28 with lot number 23779 on the reported event date. The system notice n-033 "the system has detected an unexpected temperature decrease during inflation." Was confirmed on the applications 15 and 16 during the inflation state. In the fault file, the following fault messages were found on the reported event date: in the case ID (B)(4), the catheter afapro28 with lot number 23779 received the system notice n-033 on the treatment ids (B)(6) and (B)(6) during the inflation state. In the case ID (B)(4), the catheter afapro28 with lot number 23779 received the system notice n-054 "the tank weight was low indicating the refrigerant level was low." On the treatment ID (B)(6) during the ablation state. The system notice n-184 "the system detected a higher than expected pressure indicating catheter overpressure five." Was confirmed during the ready state. The system n otice n-220 "the system detected an unauthorized board indicating the controller authentication failed." Was confirmed during the idle state. The received radiographic image depicts a catheter with an abnormally bent, inflated balloon during the procedure. The date stamp on the screen indicates september 25, 2025. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During inflation mode, it was observed that the push-button would not go back and the guide wire lumen was kinked inside the balloon. During inspection of the shaft segment, a guide wire lumen kink/twist was observed at 0.80 inches proximal to the catheter tip. Pressure testing d ID not identify any leakage from the kink. During inspection of the handle segment, excessive adhesive was observed on the bellow. In conclusion, the reported issue (the shaft remaining inside the balloon was found to be bent) was confirmed through testing and ana lysis. The balloon catheter failed return inspection due to the system notices, the push-button would not go back and excessive adhesive was observed on the bellow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, following cryotherapy of the left inferior pulmonary vein, a blue button was used to retract the balloon into the sheath. After the balloon was inflated in an attempt to occlude the right inferior pulmonary vein, the shaft remaining inside the balloon was found to be bent, and the balloon could not be manipulated to occlude the vein. An attempt to occlude the right superior pulmonary vein was successful once, but on a second attempt, the balloon again could not be manipulated to achieve occlusion. The balloon was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.